Event description:
The event involved an 8" (20 cm) appx 0.43 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, spiros¿ where the customer stated that the device was previously running chemotherapy and fluids, and when the nurse went to check blood return in between chemotherapies, the nurse was able to obtain blood return by pulling back on a syringe but unable to flush anything. The nurse disconnected the y-site tubing from the patient. The patient's line was working fine, with good blood return. There was no patient harm or adverse event as a result of this event. A MDR report #mw5169769 was received on 14-may-2025.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation, however, attempts are being made to obtain same. A lot history review should be performed.

Manufacturer narrative:
The reported complaint of unable to flush could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 concomitant products and e3 - initial reporter occupation.